Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio reseated all of the internal power supply connections and replaced the device's battery pins. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that if they tilted or rocked their device back and forth, that it would either reboot by itself or power off completely. There was no patient use associated with the reported event.